Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5 12.1, -9.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with a same size, similar (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5 - on (B)(6) 2019 it was reported that the problem was not resolved and patient has issues with her binocular vision, nasal pain, and a constantly contraction of the cilliar body. See MFR# 2023826-2019-02272 for exchanged replacement lens claim. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection did not find the lens to be within specifications. Device manufacture date: corrected to 25-apr-2019 in initial MDR. Claim#: (B)(4).